Manufacturer narrative:
Not received.

Event description:
On (B)(6) 2002, a 21mm sjm mechanical heart valve was implanted in the aortic position. On or around (B)(6) 2017, the valve was explanted secondary to reports of pannus. A second valve (details unknown) was implanted.

Event description:
On (B)(6) 2002, a 21mm sjm mechanical heart valve was implanted in the aortic position. On an unknown date, the valve was explanted. Limited information was provided.

Manufacturer narrative:
An event of pannus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Not returned.

Manufacturer narrative:
The reported event of pannus was confirmed. Gross morphological and histopathological examination revealed both leaflets opened and closed completely, but with impaired motion. All four of the recessed pivot area contained blood-like substance/tissue. The sewing cuff contained pannus which did not extend on to the mechanical components. One pivot guard contained one chip. It is unknown how or when this damage occurred, however, the damage is consistent with external force applied to the orifice, which overstressed the carbon material and resulted in the damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.